Manufacturer narrative:
(B)(6). A manufacturing evaluation was completed: the investigation has shown, that the cutting-pliers are used and show signs of wear and tear. The closing bolt is open; the cutting edge of the instrument is broken out, probably due to the inappropriate usage / handling. The cutting-pliers are assembled and 100% inspected (100% functionality and 100% visual check) before they were sent to the warehouse. The cutting edge of the instrument is broken out, unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that wear and tear and/or inappropriate usage/handling, led to this damage. No product fault could be detected; no manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is not distributed in the united states, but is similar to device marketed in the USA subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: 391.951 ¿ 8026340, manufacturing site: (B)(4). Manufacturing date: 20.sep.2012, expiry date: - no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that lcp compact foot procedure: loan set returned from customer and damage was noted to the cutters or blades of the instrument (during inspection of the returned kit in-house). The customer did not make a note of this or contact (B)(4) to advise of any issue during the case. When you look at the instrument, you can see that there is a chip missing and that this would mean the instrument would not function correctly when used. This complaint involves one part. This report is 1 of 1 for (B)(4).